Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the user experienced a low blood glucose level. The current blood glucose of the customer was 79 mg/dl. The user alleged the insulin pump was over delivering insulin as they continued getting low blood glucose and the insulin pump kept asking to enter blood glucose readings in every four hours. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.